Event description:
Related manufacturer reference number: (B)(4) new information received notes that the left ventricular lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the left ventricular lead impedance was high and a possible fracture was suspected. Further testing was recommended. There were no reported patient symptoms.